Event description:
The complainant has reported that a patient underwent a therapeutic procedure for ligation of six esophageal varices. The procedure was successfully completed with the speedbank superview super 7 device. One day after this procedure, the patient presented with severe bleeding. An endoscopy was performed. It was noted that five bands of the six were missing. The physician performed sclerotherapy to treat the bleeding. The bleeding stopped. The patient was stable at the end of the procedure. The patient was hospitalized for 3 days. The device is not available to be returned for analysis. There is no further information available at this time.